Manufacturer narrative:
61 - the site submitted a video clip on (B)(6)2019 for review. The isi clinical development engineer (cde) completed the analysis on (B)(6)2019 . Based on the procedure video, the cde identified that on the first sealing sequence, tissue effect on the target vessel was not present along the entire length of the seal. The customer reported failure can possibly be attributed to misuse/mishandling. The surgeon is expected to examine the target tissue and confirm the desired tissue effect after seal, before deciding to cut the tissue. This is consistent with the isi instructions for use (IFU) for vessel sealer instrument where it warns the user: ¿do not cut sealed tissue unless the desired tissue effect is observed, and the audio tones from the generator indicate that the sealing cycle completes.¿ it was further noted that after cutting the vessel, the user performed subsequent successful sealing sequences. The referenced vessel sealer extend instrument is not returning for evaluation. An exact root cause of the customer reported failure could not be conclusively determined without an evaluation of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vessel sealer instrument referenced in this complaint will not be returned to intuitive surgical, inc. (Isi) for failure analysis. Therefore, an exact root cause of the customer reported failure could not be conclusively determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported sealing issue with the vessel sealer instrument could cause or contribute to an adverse event. Furthermore, it is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci assisted gastrectomy procedure, the vessel sealer extend (vse) instrument was used for sealing the branch running from left gastric corpus reticular vein to spleen. During the sealing sequence, bleeding was reported after cut was activated. The reporter stated that based on the impression, "seal was not stable due to thin membranes and thin blood vessels." Although there was a report of bleeding after cutting the target vessel, there was no evidence of a serious injury that occurred. The reporter was unable to specify if the system generated an error code(s) prior or during the attempt to seal and if the integrated electrosurgical unit (iesu) alerted with an audible tone to confirm that the sealing sequence was complete. It was further reported that the procedure was completed with no other issue reported. Intuitive surgical, inc. (Isi) followed up with the isj safety control team and obtained the following additional information: the target tissue was less than 7mm and was not calcified. Bleeding was reported and the amount of bleeding was less than 750ml. The surgeon controlled the bleeding by achieving hemostasis using a fenestrated bipolar forceps instrument set to a lower energy configuration (softcoag) in the generator. There was no evidence of a serious injury that occurred.